Manufacturer narrative:
3m quality engineer performed complaint history review. There were no previous reports for 9536hp tegaderm transparent film dressing, lot 2018-10 uf. In addition, the medical complaint trending for 9536hp tegaderm film dressings has not changed. No trend was seen.

Event description:
Customer reported (B)(6) female outpatient was receiving antibiotics through a PICC line. A 9536hp tegaderm dressing covered the site. Customer alleged patient experienced a red raised bumpy rash under the entire area where the tegaderm dressing was applied. The reaction progressively became worse and the PICC line was removed. A new PICC line was inserted to continue required therapy. Skin condition improved and no further treatment was required for the reaction.